Event description:
It was reported the patient fell and hit her head a couple of days prior and since then has felt "tingles" in her right arm. Described as a "buzzing." Additional information was requested.